Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with air bubbles on their reservoir. The customer's blood glucose level at the time of incident was 209mg/dl. The customer states their levels had been as high as 350mg/dl to 400mg/dl. The customer treated with manual injections. The customer declined to troubleshoot for the air bubbles.